Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/24/2015 with the following findings: a review of the pump¿s black box data revealed no evidence of short battery life. The alarm history revealed multiple low battery warnings and one replace battery alarm. There was evidence of moisture contamination in the battery compartment and on the underside of the battery cap. The pump powered on with the returned battery cap to a low battery warning. A test cap was used to complete the investigation, and the pump powered on normally with no alarms. The electrical current draws measured within specifications. The leak test passed. The pump was opened and no evidence of moisture or loose components was observed inside the pump. Unrelated to the initial complaint, the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.